Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "PICC fracture noted upon flushing. Patient attended unit as PICC line was noted to be leaking by the district nurse. Checked by sn beckett length =19cm today. When flushed line is noted to be leaking. Same removed. Internal length 43cm. PICC line insertion booked for thursday 18th april." No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 43cm (this account measure from exit site to end of nfc which is 19cm), exit site at 3cm. PICC was secured with securacath. Patient was receiving oncology treatment (pacotaxel"). It is unknown if any intervention took place to address occlusions. The leakage was identified by a visible hole/fracture outside the patient (at exit site or on external part of PICC) ;community nurse identified. The break was external/outside the patient, it is unknown at what marking. The PICC was used for approximately 8 months. It is unknown if there is any x-ray imaging available. The site was cleaned with chloraprep (3ml 2% chg in 70% ipa). No additional comments provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "PICC fracture noted upon flushing. Patient attended unit as PICC line was noted to be leaking by the district nurse. Checked by sn beckett length =19cm today. When flushed line is noted to be leaking. Same removed. Internal length 43cm. PICC line insertion booked for thursday 18th april." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed at the 5cm depth marker. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, "PICC fracture noted upon flushing. Patient attended unit as PICC line was noted to be leaking by the district nurse. Checked by sn beckett length =19cm today. When flushed line is noted to be leaking. Same removed. Internal length 43cm. PICC line insertion booked for thursday 18th april." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.